Event description:
When trying to advance the guide wire through the guiding catheter, resistance was felt. The bmw guide wire was removed and the coil was damaged. This event is being reported based on the returned product evaluation that revealed the shaping ribbon was separated.